Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the intra-aortic balloon (iab) catheter therapy that there was a gas loss alarm coming from the intra-aortic balloon pump. The iab was replaced and there was no harm or injury to the patient.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) catheter therapy that there was a gas loss alarm coming from the intra-aortic balloon pump. The iab was replaced and there was no harm or injury to the patient.

Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing near the y-fitting approximately 76.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto-fill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to duplicate the reported problem. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) catheter therapy that there was a gas loss alarm coming from the intra-aortic balloon pump. The iab was replaced and there was no harm or injury to the patient. Correction: patient's weight previously reported as (B)(6) however customer noted it as (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the intra-aortic balloon (iab) catheter therapy that there was a gas loss alarm coming from the intra-aortic balloon pump. The iab was replaced and there was no harm or injury to the patient.